Event description:
Customer reported a short in the cable between the monitor and the c-arm. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. (B) (4).